Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead the lead dislodged many times due to the physician having to reposition the lead after the lead would not fixate into the heart. At the fifth attempt to position the lead the helix extended with difficulty. It was noted that prior to connecting this lead to the device the rv lead did not sense and pacing impedance with the pacing system analyzer (psa) were out of. When the lead was connected to the device the pace impedance measurements were still out of range and the lead did not sense or pace. The rv lead was not used and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.